Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media of hospitalized low readings. The customer stated that she flew home from (B)(6) and her continuous glucose monitor was not on. The customer went straight to bed and did not put in all the settings. The customer's husband found her on the floor with blood glucose of 19 mg/dl. The husband called 911. The customer stated that her sensor glucose read low when it was 159 mg/dl. The customer stated that it read 80 mg/dl and she was 80 mg/dl. The customer stated that she was a bit all over the place. The customer was advised to call back.